Manufacturer narrative:
Investigation pending.

Event description:
Caller reported a false negative urine hcg result on sure-vue serum/urine hcg stat test vs. Serum quantitative result and home pregnancy test. Pt presented at (B)(6) with positive home-pregnancy test result. A sample was run on the sure-vue serum/urine hcg stat test with a negative result. A serum quantitative test was run the same day giving a result of 69miu/ml. The pt's last menstrual period was on (B)(6) 2011.